Manufacturer narrative:
Additional information was received on (B)(6)2021 on the event. The patient is a 64 year old male (81kg). The event was noted, at the end of the procedure post use of biosense webster, inc. Device. Prior to noting, the CT ablation was performed. The patient did require extended hospitalization because of the adverse event. Patient was reported as fully recovered. No error messages were observed on biosense webster equipment during the procedure. Therefore, section a. Patient information was processed. Fields b 2. Is hospitalization initial/prolonged and h 6. Health effect - impact code were also processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30475734m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis. At the end of the procedure, the patient¿s blood pressure dropped and a pericardial effusion was confirmed by echocardiogram. Pericardiocentesis was performed. The patient was transferred to the intensive care unit (ICU). The physician commented that it is not a product defect. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.